Event description:
Olympus was informed that there was a complete loss of image during an unspecified procedure. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the image went completely black during a laparoscopic cholecystectomy procedure where the users reportedly were unable to restore the image. The intended procedure was said to have been completed with a different unspecified laparoscope. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. There was no image observed. There was no evidence of fluid invasion in the light-guide prong connector and in the control body. The image was further evaluated after the pc board was replaced, however, there was still no image observed. The bending cover was disassembled and excessive broken/frayed wires were noted on the bending section mesh due to wear and tear. The reported phenomenon was attributed to the charge-coupled-device (ccd) unit failure. The referenced device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.